Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that insulin pump had to press the act and down arrow several time for it to respond. No harm requiring medical intervention was reported. The customer was assisted with troubleshooting. Customer stated that time was advanced. The device will be returned for analysis.